Manufacturer narrative:
Operative notes were requested however none received to date. The provided part numbers are an approved and compatible combination. The tm reverse shoulder surgical technique states "the joint should be stable throughout the range of motion. If the construct dislocates, varying thickness trial liners and/or trial spacers should be used to obtain the proper joint stability." As returned the inferior rim of the liner is severely damaged. This damage maybe from contact with the glenoid construct after the patients shoulder dislocated. Damage can also be seen next to the anti-rotation cut out of the liner. Due to the damage dimensional analysis was not possible. Review of the device history records did not find any deviations or anomalies. The device was used for treatment. No other complaints of any type have been reported for this lot of liners. Joint tensioning is based on the surgeon's clinical evaluation. No deficiencies with products could be found. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
(B)(4). Other device used: catalog #00434903611, zimmer tm reverse shoulder glenosphere, lot #62552650- remains implanted. This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to dislocation.